Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the 1st obtuse marginal artery that was heavily calcified, moderately tortuous and 90% stenosed. Resistance was met during advancement of the nc trek balloon dilatation catheter to the lesion. During lesion pre-dilatation, the balloon ruptured at 16 atmospheres. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. A second nc trek was used successfully and the procedure was completed after the lesion was stented there was no additional information provided.